Manufacturer narrative:
This is one of six complaints reported for this finished goods lot. All six of the complaints reported for this finished goods lot are for this issue. Review of the device history record indicates the order was built to specification. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor indicate that aspiration would not build up enough during surgery. The product was replaced and surgery completed with no patient harm. A sample has been requested for evaluation.

Manufacturer narrative:
Four wet cassettes were returned for this complaint. The samples were visually inspected and no obvious defects were found. The samples were functionally tested and passed all aspects of functional testing. All four of the samples reached a maximum vacuum within specification during testing. The irrigation and aspiration flow rates were within specification. No leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the returned samples met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. (B)(4).